Manufacturer narrative:
H2 correction h6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that unknown dexcom user called dexcom and stated that they experienced signal loss on their dexcom app and that their tandem app was also not working. The patient was at the hospital at the time of the call, and confirmed that the reason for the hospital visit, was related to the malfunctions. The patient stated the at the hospital they were checking his blood glucose readings and providing insulin injection. The patient did not confirm what day the signal loss occurred, and it was unknown how much time the patient was already at the hospital when they reported the event. The patient declined to provide further information and the call was completed. No call back could be done as the patient was transferred to dexcom by tandem, and no direct number was available. No symptoms and no further treatment details were reported. At the time of the report the patient´s current condition was unknown. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.